Manufacturer narrative:
Concomitant medical products: product ID: 694758 lead, implanted: (B)(6) 2011; product ID: 4058m52, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had tricuspid regurgitation. It was thought this was due to the right ventricular (rv) leads. One lead was active and one lead had been inactive for over 9 years. The leads were explanted. The ICD system was changed to a crt-p system. The patient still showed signs of regurgitation after the lead was removed. No further patient complications have been reported as a result of this event.